Manufacturer narrative:
Corrected h7 and h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820,product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine/fentanyl via an implantable pump for spinal pain indications for use. It was reported that 'for a while now, it hasn't been working the same way it used to.' The patient stated that they recently had a surgery to get a new pump, and 'it's not compatible with the old one (8835 ptm), so they had to convert to the new one. The personal therapy manager (ptm) been giving the patient problem after problem. The ptm would not workat first, but they slowly got used to it. In the last couple of weeks, it stopped doing what it normally does. The ptm did not show the countdown of the 10 minutes between boluses that they should have. It used to do that, but now it gets stuck on the 90% and it just says it was communicating. The patient stated that they 'usually' get a bolus out of it, but it will go back to the main screen where it tells them how many boluses they have left. The patient stated that yesterday, it just was not working at all. It kept getting stuck on 90%, 'and it stayed there forever.' The patient restarted the ptm, and did everything, but nothing helped. It randomly started working again, but then it happened again last night. They could not get a bolus for an hour or two. It was working fine again, and it's giving them their boluses. But it was not the same as it used to be. A company representative (rep) told them to call the patient services to be overnighted a new handset. While on the call, the patient had ¿myptm¿ application opened on 'connecting to pump 90%' screen that's been there for 'like 5 minutes' due to trying to bolus before calling in. The patient mentioned that they have up to 70 boluses per day and have a 10-minute lockout. The patient typically uses around 50 boluses a day. The patient saw service code 156 on their handset, which they have seen 'all the time' since they got the equipment, which patient stated they 'just' got. The agent assisted the patient in clearing the service code and reviewed how to close the ¿myptm¿ application. The patient reopened the ¿myptm¿ application on their own and stated that they did not really need a bolus but wanted to request one to see connection time post-data clear. The patient com mented they received the bolus, and the connection was very fast. The patient did not realize how slow the connection was until seeing how fast it went after the data clear. The agent reviewed considerations and provided clear data instructions per patient's reque st. The patient will monitor and call back if further assistance is needed. The agent updated patient's healthcare provider with prs. The agent called patient back and left voicemail to obtain medtronic rep's name and confirm notify date.